Manufacturer narrative:
Block b3: exact date unknown, event occurred for the past five years. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 19913489, UDI: (B)(4). Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 19913489, UDI: (B)(4).

Event description:
It was reported that the patient had inadequate pain relief and found the spinal cord stimulator (scs) to be a nuisance. The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted device components were retained by the medical facility.